Manufacturer narrative:
The recipient was reportedly hospitalized from (B)(6) 2018. The recipient presented with an abscess and a hematoma, which were both drained. The wound was covered with medical dressing. The recipient's infection has reportedly resolved. The external visual inspection revealed the electrode array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced a skin flap infection. The recipient's device was explanted.